Event description:
The micro sagittal saw was sent in the eval because it was running in safe mode during a procedure. No adverse event was reported. The procedure was completed with an alternate device without any clinically significant procedure delay.

Manufacturer narrative:
The probable cause of the device running in safe mode was attributed to damaged sockets.